Event description:
It was reported by remote transmission there was over and under sensing on the implantable cardiac monitor (icm). The icm was removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The primary analysis finding noted no anomalies were found. (B)(4).